Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: cs 052/054 errors observed in black box on (B)(6) 2015. Unable to complete checklist step 6,7,10,11 due to internal moisture damage/ blank display. Unable to adequately investigate complaint due to internal moisture damage / blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the screen was blank with continuous beeping. The reporter stated that they rebooted the pump and now home screen is stuck with the word animas appearing on the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.